Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 39mm abdominal aortic aneurysm. The main body stent graft etbf2313c145ej was placed. While there were difficulties with contralateral cannulation, successful cannulation was achieved via the left femoral artery. Subsequently, etlw1620c93ej was added from the right contralateral side, followed by etlw1613c124ej within the left side of the main body graft. The procedure was completed with a standard touch-up. A type IV endoleak was identified as a slow ooze after a delay. No intervention was required and the endoleak self-resolved. It was reported 6 days post index procedure, a follow up contrast-enhanced CT scan revealed a dissection from the distal side of the right common iliac artery (cia), along with a confirmed type ib endoleak originating from that site involving the etlw1620c93ej limb stent graft. The main body graft is not believed to have caused the dissection. Per the physician, the cause of the of both the type ib endoleak and dissection is undetermined. However, calcification was observed at the level of what appeared to be the entry tear. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis conclusion: the reported type ib endoleak was confirmed based on the films provided; however, the cause of the event could not be conclusively determined. The presence of a dissection could not be conclusively determined based on the available images. The arterial lumen appears dilated and maintains a circular configuration, which does not provide definitive evidence for or against a concomitant dissection in the right common iliac artery. As such, the possibility of dissection cannot be excluded. Calcification, reported as a possible cause of the suspected dissection, was observed in the reviewed images. Additionally, lack of pre-implant cts did not allow for evaluation of the pre-implant anatomy for comparison. Positioning difficulty during deployment and the type IV endoleak noted at the end of the procedure could not be confirmed, as procedural angiograms were not available. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.